Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed iop test failure. Customer's blood glucose was unknown. Alarm did not occur during the rewind or prime sequence. Customer was advised to disconnect and remove the reservoir. Customer was advised to perform rewind process again. Time and date had to be reset. Normal bolus was performed in the air and it recorded in the bolus history. Self test was performed and device passed. Customer was advised to monitor the device and revert to back up plan. No further information reported.